Event description:
It was reported that intra-op during thyroid surgery, the cuff was fully inflated. During use, it was discovered that there was air leakage at the root joint between the cuff and the tube (and an experiment was conducted on the spot), so three more endotracheal tubes were replaced at that time. The last two endotracheal tubes were in the same condition. The last one was normal and usable, and the surgery was completed successfully. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the emg tubes were used for the first time and there were no visual damage in the sterile packaging and in the root joint between the cuff and the tube where the leakage was observed.

Manufacturer narrative:
H3: product analysis found that visually, the pouch was open from 3 of 4 sides and contained a size 7 trivantage tube. There were traces of contamination found inside the pouch and on the cuff. The harness was cut off when returned. There was a white tape wrapped around the tube. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff inflated/deflated with no issues. The inflated cuff was submerged under the water for leak observation and found no leakage. The inflation assembly was also submerged under the water for leak observation and found no leakage. There was no leakage found during the analysis of the returned device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.